Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. No visible defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, a reference adapter and a reference power supply vh-3010 set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh tool produced steam and heat during 5-second activations and shut off when the toggle was released. A poly fuse electrical test was performed. The evh tool shut off power to the heater after 5-10 seconds of activation periods. And activated again by manipulating the toggle switch after a resting interval of about 10-15 seconds. Based upon the returned condition of the reported device and the evaluation results, the reported failure ¿failure to deliver energy¿ was not confirmed. The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications. There were no non-conformities observed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications. There were no non-conformities observed.